Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized being treated for peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the pd nurse stated the patient was having symptoms of abdominal pain and fever. As a result, on (B)(6) 2023, the patient went to the hospital and was admitted. It was reported that the patient had a pd culture obtained in the hospital. However, the pd nurse did not have the pd culture results available. The nurse stated the patient was treated with antibiotic therapy using cefepime (dose unknown) intra-peritoneal (ip) for peritonitis. On (B)(6) 2023, the patient was discharged from the hospital. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse reported the patient is recovering from peritonitis and continues pd with the same cycler.

Event description:
On (B)(6) 2023, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized being treated for peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the pd nurse stated the patient was having symptoms of abdominal pain and fever. As a result, on (B)(6) 2023, the patient went to the hospital and was admitted. It was reported that the patient had a pd culture obtained in the hospital. However, the pd nurse did not have the pd culture results available. The nurse stated the patient was treated with antibiotic therapy using cefepime (dose unknown) intra-peritoneal (ip) for peritonitis. On (B)(6) 2023, the patient was discharged from the hospital. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse reported the patient is recovering from peritonitis and continues pd with the same cycler.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2023, it was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized being treated for peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the pd nurse stated the patient was having symptoms of abdominal pain and fever. As a result, on (B)(6) 2023, the patient went to the hospital and was admitted. It was reported that the patient had a pd culture obtained in the hospital. However, the pd nurse did not have the pd culture results available. The nurse stated the patient was treated with antibiotic therapy using cefepime (dose unknown) intra-peritoneal (ip) for peritonitis. On (B)(6) 2023, the patient was discharged from the hospital. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse reported the patient is recovering from peritonitis and continues pd with the same cycler.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Valve actuation test passed. System air leak test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.